Event description:
It was reported that during a lobectomy, the 1st reload cut completely, but only stapled on one side and not other. Another like device was used to complete the case with no adverse patient consequence.